Event description:
The customer reported an elevated, non-reproducible creatine kinase-mb (ck-mb) result, above normal clinical range, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced results within clinical range. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse performed preventive maintenance (pm) and system hardware verification. All verification testing met published specifications. No hardware issues were noted. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.